Manufacturer narrative:
A service engineer was dispatched onsite to evaluate and repair the device, and upon arrival, the service engineer inspected the device and discovered a power supply fault that prevented the device from powering on. The service engineer ultimately replaced the power supply, after which the issue was resolved as the device operated as intended; the device restarted normally, and the functional tests were compliant. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not turning on anymore. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the device was not turning on anymore. The customer replaced the power cord, but the issue remained. The customer also noted that the device turned on with a new battery, but charging was not possible. The remote service engineer (rse) recommended replacing the power supply and/or power management (pm) printed circuit board assembly (pcba) for repair.